Manufacturer narrative:
Internal report # (B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results from meter memory. The customer's expected fasting blood glucose test result range is 90 to 140mg/dl. The customer feels well and did not report any symptoms related to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date was approximately a week ago. The meter memory was reviewed for previous test result history: the 136mg/dl (B)(6) 2017 10:23 am fasting: yes, the 114mg/dl (B)(6) 2017 10:02 am fasting: yes, the 158mg/dl (B)(6) 2017 10:19 pm fasting: yes, the 107mg/dl (B)(6) 2017 10:05 pm fasting: yes, the 133mg/dl (B)(6) 2017 10:18 pm fasting: yes.